Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported only a small drip was observed exiting the infusion set tubing. Customer's blood glucose was 180 mg/dl reportedly, a supply change was performed to address the issue and insulin delivery was resumed.